Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: product ID: heartware ventricular assist system - outflow graft, model #: 1125, catalog #: 1125, expiration date: 31-oct-2023, lot#: 17538069-1531, UDI #: (B)(4). Available for evaluation: no, mfg date: 01-oct-2018, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a ventricular assist device (vad) outflow graft obstruction in the setting of fungemia. It was noted that the patient was not a candidate for any type of intervention. The patient subsequently passed away.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion and a correction. Outflow graft (17538069-1531) h5 labeled for single use was corrected from no to yes. Product event summary: (B)(6) and the associated outflow graft (17538069-1531) were not returned for evaluation. Review of the cont roller log files could not be performed since log files were not available for analysis. Information received from the site indicated that the patient had an outflow graft obstruction in the setting of fungemia. It was noted that the patient was not a candidate for any type of intervention, and the patient subsequently passed away. The reported outflow graft obstruction could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: lot #: 17538069-1531, h5: yes h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.